Manufacturer narrative:
The t:slim x2 pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous high blood glucose (bg) levels of 250-400 mg/dl. The customer delivered correction boluses to address bg levels. Additionally, the customer reported receiving an incomplete bolus alert. The customer stated had entered the bolus screen but did not complete the request. The customer's blood glucose level was 250 mg/dl at the time of the reported event. The customer was educated about the incomplete bolus alert and the customer acknowledged. Troubleshooting with tandem customer technical services determined the pump functioned as intended. Tandem technical services recommended to the customer to consult with their healthcare provider on factors that could cause high bg levels.